Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced vitreous hemorrhage. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of vitreous hemorrhage; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The mechanisms of vitreous hemorrhage fall into three main categories: abnormal vessels that are prone to bleeding, normal vessels that rupture under stress (e.g., retinal trauma), or extension of blood from an adjacent source (e.g., choroidal neovascularization, retinal microaneurysms, etc.). As there is no mention of retinal trauma, it is considered that the patient's pre-existing condition was the root cause of the vitreous hemorrhage. There is no mention of system failure. The manufacturer internal reference number is: (B)(4).